Event description:
It was reported that on (B)(6) 2007, patient underwent following procedure: bilateral l4-5, l5-s1 arthrodesis, posterior intratransverse process type. Bilateral l4-5, l5-s1 segmental spinal instrumentation with titanium pedicle screws and rods. L4-5 posterior lumbar interbody fusion with autologous bone. L4-5 implantation of interbody threaded titanium cage prosthesis. L5-s1 posterior lumbar interbody fusion with autologous bone. L5-s1 implantation of interbody threaded titanium cage prosthesis. Bilateral l3-4, l4-5, l5-s1 decompressive laminectomies, medial facetectomies, foraminotomies for decompression. Complete l4-5 facetectomy for posterior lumbar interbody fusion/cage implantation. Complete l5-s1 facetectomy for posterior lumbar interbody fusion/cage implantation. Use of autologous bone graft for fusion. Implantation of rhbmp-2/acs, bilateral l4 through s1. Single incision 360 degree anterior/posterior lumbosacral fusion with instrumentation. Intraoperative fluoroscopy with image interpretation pre-op and post-op diagnosis: l4-5 and l5-s1 degenerative lumbar disc disease with stenosis, herniated nucleus pulposus. Per-operative notes: "at l4-5 level, a 16 x 26 mm cage was packed with autologous bone and placed tangentially across the interspace in a tlif technique. A 14 x 23mm cage was used at l5-s1 using similar technique as previously described. Autologous bone graft harvested during the local decompression was cleaned of soft tissue, morselized, wrapped in collagen sponges, saturated with rhbmp-2 and implanted bilaterally from l4 through s1. No complications were reported."

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-5, l5-s1 with interbody cage. To achieve fusion, surgery was performed using rhbmp-2/acs at multiple vertebrae levels. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.